Manufacturer narrative:
The device has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead. During the procedure, there were placement difficulties. In addition, the parameters were not as expected. Once the lead was into position, and the helix was extended, dislodgement occurred. As a result, the physician decided to complete the procedure with another lead. No adverse patient effects were reported. This lead has not been returned.